Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient's surgery result did not match the target result post laser treatment. Additional information received stating that the patients vision matched the desired vision and it was noted that the patient had some swelling and low visual acuity post laser treatment.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. Clinical review shows the topography does not show any abnormalities. According to the company representative there is no problem with the laser. The fact is that in the interface between the flap and the residual stroma of patient eye there are particles which caused swelling of local and stromal micro opacification (fibroplastic reaction) around foreign body. No technical root cause was identified as the system was operating within specifications. The root cause is user error. The manufacturer internal reference number is: (B)(4).